Event description:
It was reported the user said they had it set to vvi mode, and after two hours use in this mode, the device switched to another mode by itself (ddd mode). Then user said they pushed the key button to unlock and it switched to asynchronous pacing. It was also reported there was visible damage to top lcd (liquid crystal display) screen. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event that the display was bleeding pixels. However it was not confirmed that the device was changing modes. It was also noted that the upper and lower cases were broken, the battery release, battery flex and lead flex cover were contaminated, one side bail cover, one side bail and battery drawer o-ring were missing, one side bail cover and ring cover were broken, the battery contacts were compressed and contaminated, the battery drawer was damaged and contaminated, the keyboard was delaminating and the serial number label was torn.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.